Event description:
See attached medwatch report number (B)(4).

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the el5ml device was received with no apparent damage. In addition, a tyvek was received along with the device. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled, and it fed and formed 8 conforming clips; however, the lockout mechanism was non-functional. In order to evaluate the condition of the internal components, the device was disassembled, and the ratchet pawl was found out of position causing the failure of the lockout feature. No conclusion could be reached as to what may have caused this condition. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The device was performed without any difficulties noted, although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: insert the clip applier through an appropriately-sized trocar. The empty jaws will passively collapse as they are inserted through a 5 mm trocar and reopen when completely through the trocar. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Prior to loading a clip in the jaws and firing the instrument: ensure that the jaws are fully open by verifying that the line of demarcation between the jaws and the instrument shaft is past the distal end of the trocar cannula. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Position the jaws with the preloaded clip completely around the tubular structure or vessel to be ligated. The structure to be ligated should be positioned against the apex of the clip. Additional information was requested, and the following was obtained: please clarify how the ¿the clips were not firing correctly¿. Clips would not fire. Did device not feed clips? Clips were loaded but would not fire. Did device feed clips sideways? No. Did device not fire clips (jammed)? Yes. Did device fire malformed clips? No. Did device fire scissored clips? No. Did device drop or eject clips? No. Was device fired over another clip or hard structure? Unknown. If other, please specify. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.